Event description:
The field service engineer reported a damaged door. Information was not provided regarding whether or not the problem occurred during a patient infusion. It is unknown if there were any reports of injury or medical intervention. No additional intervention is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device on-site and found a broken door assembly. The reported condition of the damaged door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.